Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter read inaccurately low compared to another meter (emergency medical services meter). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 7:00am. The patient reported obtaining a blood glucose reading of "153 mg/dl" with the subject meter and ¿182 mg/dl¿ with another meter, performed one hour apart. The time difference between the results exceeds lfs¿ criteria for a valid comparison. The patient informed the customer service representative (csr) that he manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported developing symptom of being ¿dehydrated¿ about one hour after the alleged issue began and claimed emergency medical services (ems) were called as a result. During the call recording, the patient reported being treated by ems with a shot of insulin. The patient claimed a blood glucose test was performed on the ems meter at around 8:00am and a result of ¿182 mg/dl was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for a high blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
The patient¿s meter has been returned on 3/12/2015 and evaluated by lifescan product analysis on 3/27/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.